Manufacturer narrative:
The customer reported that the reported condition could not be duplicated. The ventilator passed all testing and operated with in the manufacturing specifications. The ventilator was returned to service.

Event description:
The customer reported that the ventilator had high blower temperature alarm. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.